Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the needles failed to deploy during an attempted suture placement in a common femoral artery using the pre-close technique prior to an aortic prosthesis. The physician felt the sutures were not connected with the needles because while pulling the handle back, away from the hub, nothing was felt and all 4 needles were not present. A second prostar xl was used for successful suture placement. The sheath was upsized to 18 fr to perform the procedure. The puncture site was successfully closed using the prostar xl sutures at the end of the procedure. There was no adverse patient sequela. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted that the handle was partially backed down. The sutures were loose and the needle tips with sutures were in the barrel needle slots. During testing all four needles were deployed and presented at the hub. The anterior medial needle was examined and it was observed that approximately 1.5mm of the tip had broken off and was not returned, resulting in the white suture detaching from the needle tip. During analysis it was noted that during needle deployment the anterior medial needle struck the face of the barrel as evidence by needle strike marks. Based on the investigation findings, the most probable cause for the reported experience of the four needles did not present and the sutures not being connected to the needles is believed to be related to operational influences during use. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.